Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 270 mg/dl and insulin injections were used to treat the bg level. The customer indicated that the healthcare provider recently changed the settings on the pump. During troubleshooting, tandem technical support found the pump to be functioning as expected.